Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. A field engineer examined the needle and confirmed that the tip was damaged. The equipment and driver were tested and are functioning as expected. No other information is available.

Event description:
It was reported that on an unknown date a patient received a brevera procedure. The disposable was successfully tested, and the biopsy was initiated. However during the procedure a whirring sound was heard from the needle and the patient felt discomfort but was happy to continue. The physician tried to obtain another core but the patient was in pain. At this point the procedure was stopped and once they removed the needle from the breast they observed damaged to the cannula. No pieces reported left inside the breast. Following the procedure the patient was fine. No medical intervention required. A field engineer examined the needle and confirmed that the tip was damaged. The equipment and driver were tested and are functioning as expected. No other information is available.